Event description:
Additional information received from a manufacturer representative indicated the stimulator battery was heating during normal, regular, everyday use. The doctor came to the conclusion that the battery was heating up on the patient because they brought them to the operating room (or) to move the battery and there was a significant amount of scar tissue and therefore the battery must be heating up. The patient shouldn't have had that much scar tissue. The heat was felt all the time the stimulator was on, and the patient didn't feel it when it was off. No other observations were seen or noted when the patient was brought back into the or. The battery was not replaced, only moved a little deeper in the pocket. The physician replied "eh, not really" when asked about the temperature of the stimulator.

Event description:
The patient via a manufacturer representative reported that they had a warm, heating sensation at the implantable neurostimulator (ins) pocket site when the stimulation was on during normal use. This issue had been going on for a couple of months right after the patient had a fall. The patient did not fall on the device but when they got up from the fall they twisted a certain way and had felt the burning ever since. The patient's doctor was thinking of implanting the ins in a different location and putting a mesh pouch around it as well. The patient was getting great therapeutic relief from the device. The patient had a pocket revision on (B)(6) 2016. When they opened the device pocket the doctor was surprised by the amount of scar tissue present so shortly after implant. They believed that the heating was due to the scar tissue. The impedances were checked and were fine. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.